Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead returned and analyzed. No anomalies found.

Event description:
It was reported that a lead was not implanted due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.